Event description:
The account reported the bed exit will not arm. The bed was located in the storage room at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The technician found the bed scale was not zeroed, user error. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012 through 2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech zeroed the bed scale to resolve the issue. Based on this info, no further action is required.